Event description:
Same case as mfg# 2134265-2012-00173 and same patient as mfg# 2134265-2011-01077. It was reported that during a coronary artery stenting treatment procedure, the patient experienced plaque shift. Lesion 1 was a bifurcated lesion located in the proximal left anterior descending (lad) artery with 80% stenosis and was 34 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion using a non-bsc guide wire which was advanced into distal lad and a second non-bsc guide wire was advanced into the distal 2nd diagonal to protect this branch. The proximal lad was then predilated with a 2.5 x 30 mm apex balloon at 10 atmospheres. Repeat angiography revealed some plaque shift into the 2nd diagonal. The 2nd diagonal was then predilated with a 2.5 x 12 mm apex balloon at 6 atmospheres. The proximal lad was then stented with 2.75 x 38 mm taxus liberte stent with 0% residual stenosis. There was some additional plaque shift into the ostium of the 2nd diagonal. The guide wire was pulled out of the diagonal and a non-bsc guide wire was then advanced into the 2nd diagonal through the stent struts. The ostium of 2nd diagonal was then treated with 2.5 x 12 mm apex balloon at 6 atmospheres with excellent results. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient was admitted for unstable angina. The 90% focal in-stent restenosis in proximal lad was treated using a 2.75 x 12 mm quantum apex balloon and placement of 2.75 x 15 mm promus drug eluting stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).